Event description:
It was reported that during a laparoscopic gastric bypass when firing the device on the gastric pouch during the second firing, a cracking sound was heard during the first firing stroke. There was difficulty opening the device, but it opened. The staple formation was not good enough. A new device was used to complete the stapling. The newly formed gastric pouch was a little bit smaller than usual, but the surgeon thought it was no problem whatsoever for the patient. There were no adverse consequences for the patient. The instrument was fired across or near an existing staple line or clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no strange noise was heard during the analysis.